Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Event description:
New information received notes that during the procedure, the right ventricular (rv) lead could not be implanted due to the inability to obtain acceptable electrical parameters. The rv lead was subsequently removed, and the physician elected to proceed with a cardiac resynchronization therapy (crt) implant.

Event description:
The patient was noted to have pacing-induced cardiomyopathy (picm) associated with the implanted pacemaker system. Following clinical evaluation, the physician elected to explant the pacemaker and perform pacemaker replacement on (B)(6) 2026. No adverse effects to the patient were reported.